Manufacturer narrative:
No patient information provided as no patient was involved in this concern. 02/17/2016 a medtronic representative performed a navigation system check-out, software test passed. Hardware test failed. The positioning sensor unit (psu) error led is on and the camera needs to be replaced. Optical communication failure. 02/29/2016 a medtronic representative, following-up at the site, reported that apparently the application was going very slow and the position of the instrument was not updated in real-time. The camera needed to be replaced because the warning led was on and when the software was tested with a new camera, the issue did not show up. Return requested for polaris spectra psu 02/18/2016. No parts have been received by manufacturer for analysis. 03/02/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Framelink software was unresponsive when arriving at navigate screen. Third led on the camera was on and orange (psu was hit). Optical communication. Psu was replaced, and issue has been resolved. System performed as intended. 03/03/2016 software investigation completed. Findings are that the problem was related to camera hardware. Software is functioning as designed.

Event description:
A site dbs representative reported that, while in a test. The framelink application was freezing randomly and going very slow. No further details regarding the unresponsive behavior, or when in the test it occurred, were provided. There was no patient present when this issue was identified.